Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0564082v, implanted: (B)(6) 2005, product type: lead; product ID: 3887-33, lot# j0564082v, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their implantable neurostimulator (ins) has to be recharged more frequently than normal; about every 3-4 days. They mentioned that they do get good coupling with recharging. The patient stated that they started keeping track of this issue in (B)(6) 2018. They indicated that when they were first implanted, their settings had an upper limit, and they were unable to feel anything. The patient indicated that after having the upper limit removed, they were able to ¿crank it up¿ to the settings used previously. The patient mentioned that their battery died normally last year, but their leads are unable to be replaced because of scar tissue. They stated that they can tell there is scar tissue there because they have to turn the stimulation up to the maximum settings in order to control their pain and get any function. They noted that they have to suffer sometimes and reported having pain. The patient mentioned that they are currently trying to get approved for steroid injections patient services reviewed that the increased recharging frequency could be due to the patient¿s high settings. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. The patient reported that they were told that frequent recharging was caused by high utilization, no medications were suggested or offered. The issues weren¿t resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0564082v, implanted: (B)(6) 2005, product type lead, product ID 3887-33, lot# j0564082v, implanted: (B)(6) 2005, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were told that frequent recharging was caused by high utilization, no medications were suggested or offered. The issues weren¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.